Manufacturer narrative:
(B)(4).

Event description:
It was reported "during resuscitation of patient while transporting to ICU. Firstly the mask of the bvm did not have enough air in it and the dr could not get a proper seal around the patients mouth and nose. Secondly the mask with the connectors connecting it to the bag itself came loose more than ones during the resuscitations. Clinical consequences: they used a second resuscitator and that work well. No harm or delay caused for patient". Patient condition reported as "fine".

Event description:
It was reported "during resuscitation of patient while transporting to ICU. Firstly the mask of the bvm did not have enough air in it and the dr could not get a proper seal around the patients mouth and nose. Secondly the mask with the connectors connecting it to the bag itself came loose more than ones during the resuscitations. Clinical consequences: they used a second resuscitator and that work well. No harm or delay caused for patient". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.